Event description:
It was reported that a 512on was used during a laparoscopic "colon". It was reported by the affiliate that the inner gasket fell into the pt. The gasket was retrieved from the pt. A new trocar was used to complete the case. There was no consequence to the pt.